Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced site issue. The customer had not reported the symptoms. Customer¿s stated blood glucose level was 158 mg/dl. Customer report redness, puss, pain, swelling and redness was at the outline of the transmitter and sensor. Troubleshooting was performed. Date sensor was inserted was (B)(6) 2017. The customer was hospitalization on (B)(6) 2017. The customer was treated with antibiotics (oral). Customer reports current site shows signs of infection. Customer is not reporting the xmtr caused infection. The product was returned for analysis.